Event description:
It was reported by the affiliate that while firing the gun the surgeon felt he required to use a far greater amount of pressure than normal. The surgeon attempted to release the gun from the tissue but had great difficulty in doing so. The staples had not formed and the tissue was not cut at all. He completed the procedure using a new gun. There was no patient consequence.